Event description:
When the reporter received an er1 message, he cleaned his surestep meter, retested, and received a result. He does not recall when this happened or the result received. He did not seek medical attention and is not alleging any harm.